Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument's blade was broken. The customer used a backup instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment did not fall inside the patient¿s anatomy. No post-operative test was performed. There was no patient injury. Part of the blade was broken off outside the patient's body.

Manufacturer narrative:
Based on the claim against the product by the customer noting the blade broken, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the harmonic ace instrument broke. It was unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The harmonic ace instrument was found to have a blade broken. Broken pieces were not returned. The blade broke at roughly 0.19¿ from the base. Blade damage may be detected by the generator with a solid tone or an error. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The root cause of this failure is typically attributed to mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.